Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges cuff did not remain inflated during use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The sample was received used and in the original teleflex lma packaging with the pouch seal open. The connector of the device is clear. There is an observed sharp object marking on the cuff about 1/2cm long. There is a 1mm perforation located midway of the marking. The device was immersed into water and there was an immediate air leak observed from the cuff. The reported complaint was confirmed as the device was unable to stay inflated. The device leaked right away during the functional inspection. The failure of the product is not a manufacturing issue. The customer is kindly reminded the lma single use device is made of delicate material. When handling the device after it is unpacked, the customer should not put the device close to sharp objects and hard points as it will have irreparable damage to the device.

Event description:
The event is reported as: the customer alleges cuff did not remain inflated during use. There was no patient harm reported.